Manufacturer narrative:
The hill-rom technician found the switch assembly was the issue. It is necessary for the progress bed to have an effective maintenance program. We recommend that you do annual preventive maintenance (examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The technician replaced the switch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in ICU at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).